Event description:
Strip name: one touch. Meter code: 8. Strip code: 8. Strip storage: unknown. Symptoms: dizziness (after taking tablet). A patient reproted they were seen by doctor. Their meter allegedly was inaccurately erratic. The result on their meter was 140. The result on the dr's meter was result unknown. It is unknown if a comparison was performed. Treatment was took regular sugar. Customer states dr checked meter and he told customer it needed to be replaced. No further information has been reported.